Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing.

Event description:
A report was received that the patient had difficulty charging the ipg and staying the ipg charged. It was also noted that the patient was not getting adequate stimulation. The patient underwent a revision procedure wherein the ipg was replaced and two leads were added. The patient was doing well postoperatively.